Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and competitor device exhibited noise and increased/high pacing thresholds during routine follow-up. Provocation testing was performed but the noise was difficult to reproduce. The physician elected to perform a revision procedure during which time the lead was surgically abandoned and replaced. The competitor device was also exchanged at that time. No adverse patient effects were reported. A revision procedure was performed wherein the lead was abandoned and replaced.